Manufacturer narrative:
Customer identification number unknown / not provided (B)(4). Gender not provided. Weight not provided. Lot number not provided. First name not provided. Device manufacture date not available.

Event description:
The doctor reported that the patient was presented with a loosened abutment screw (unihg).

Manufacturer narrative:
One certain® gold-tite® hexed uniscrew was returned for inspection. The collar, drive feature, and body are noted to be worn, indicating use. The threads are slightly darkened. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates screw loosening. The alleged event is non-verifiable with the information provided. A root cause for the complaint could not be determined. The following sections were updated: date of this report, date received by manufacturer, follow-up number, add follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, device manufacture date unavailable as no lot number was provided. Add evaluation codes.